Manufacturer narrative:
The suspected docking pin was returned to the manufacturer for analysis. Analysis found that complaint was unconfirmed, however threaded portion of docking pin snapped off. Analysis found that the reported event was related to a physical damage. The suspected caster was returned to the manufacturer for analysis. Analysis found that the complaint was unconfirmed, however failed visual inspection. The docking pin sheared off the mount. Analysis found that the reported event was related to a physical damage.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacture date not available for this instrument at time of filing. A medtronic representative went to the site to test the equipment. Testing confirmed that there was no voltage on the stand-alone board fuses. The power enclosure was replaced, and the system was tested. The imaging system then passed the system checkout and was found to be fully functional. The power conversion kit and the caster wheel mount were returned for analysis however; analysis results are not yet available. The cover screws were not returned for analysis as they were discarded by the medtronic representative.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was not booting up. The system was powering on, but software was not booting up and received a "generator failure" error. The site was unable to pull logs from the system because it was not booting up.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that there was a shorted transistor on the unit.